Manufacturer narrative:
The cause of this event is a folate calibrator stability issue. The cause of the calibrator instability is under investigation. Device evaluation was performed as part of initial issue investigation and is ongoing as part of further investigative activities. Correction/corrective action is ongoing. (B)(4).

Event description:
The customer reported that folate controls had performed within their established limits but the results had trended higher since the beginning of (B)(6) 2012 when the customer began using a specific lot of folate calibrator. The involved folate calibrator lot was previously identified by beckman coulter as possibly not meeting labeled folate calibrator precision claims. A pathologist reviewed the customer's recent historical folate patient results and indicated they did not feel any erroneous results were generated in connection to this event. There was no death, serious injury or modification to patient treatment associated or attributed to this event.